Event description:
It was questioned why the device withheld for sinus tachycardia in two different episodes. The device remains in use. There were no patient complicatioons reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was subsequently explanted and replaced due to elective replacement indicator (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.